Event description:
During a follow-up interrogation, there was a non-sustained vf stored episode that showed ventricular noise sensing. The device remains implanted.

Event description:
During a follow-up interrogation, there was a non-sustained vf stored episode that showed ventricular noise sensing. The device remains implanted.

Manufacturer narrative:
Ventricular noise sensing seen at a follow-up interrogation. A response from the manufacturer is pending. Device remains implanted

Manufacturer narrative:
Ventricular noise sensing seen at a follow-up interrogation. A response from the manufacturer is pending. Since the device remains implanted, the files from the programmer that was used were reviewed. The files showed noise sensing episodes that did not show any anomaly of the asc algorithm. The noise pattern suggests that an external source of noise might be the origin of the behavior. However, myopotential oversensing cannot be excluded. Careful checks are recommended during each follow-up in order to identify the source of noise & evaluate whether this incident is increasing, which could be a indicator of a connector/lead problem. (B) (4): device remains implanted.